Event description:
It was reported that the device does not pass defibrillation test. There was reportedly no patient involvement. The repair in progress. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The customer declined repair of the unit therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device does not pass the defibrillation test. There was reportedly no patient involvement.